Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("noted coils almost through the serosa of the uterus") and embedded device ("1s tightly embedded into the uterine fundus and cornu") in an adult female patient who had essure inserted (lot no. D14829) for female sterilisation. The patient had a medical history of adenomyosis, anxiety and anesthesia. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required) and embedded device (seriousness criterion intervention required). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure was removed. The reporter considered embedded device and uterine perforation to be related to essure administration. The reporter commented: insert was placed through the tubal ostia without difficulty and 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.68 kg/sqm. Batch no.d14829, production date:2014-10-03, expiration date: 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("noted coils almost through the serosa of the uterus") and embedded device ("1s tightly embedded into the uterine fundus and cornu") in an adult female patient who had essure inserted (lot no. D14829) for female sterilisation. The patient had a medical history of adenomyosis, anxiety and anesthesia. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced uterine perforation (seriousness criterion intervention required) and embedded device (seriousness criterion intervention required). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy). Essure was removed. The reporter considered uterine perforation to be related to essure administration. The reporter commented: insert was placed through the tubal ostia without difficulty and 4 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.68 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.